Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm; a stent migration, aneurysm sac growth of the right common iliac artery (rcia), and infrarenal neck growth. Additionally there was enough evidence to support a type 1b endoleak of the right limb. The clinical evaluation also identified the following potential contributing factors to the reported event; proximal neck growth, rcia aneurysm growth and tortuous iliac arteries. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. Correction: device codes were updated.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with a bifurcated stent and suprarenal aortic extension. On (B)(6) 2015 the patient had a type 3a endoleak and the physician elected to implant an infrarenal aortic extension. On (B)(6) 2015 the patient had a type 3b endoleak and possible 1a endoleak where the physician implanted an additional bifurcated stent and a suprarenal aortic extension to seal the endoleaks. A computed tomography (CT) on (B)(6) 2016 showed stent movement and right iliac aneurysm growth with no visible endoleak. A CT scan on (B)(6) 2017 showed the proximal cuff was expanded, no longer fixated, and the right iliac showed aneurysm growth. The growth of the iliac aneurysm is in a sub optimal place for treatment and the physician has not scheduled or carried out a subsequent endovascular procedure to date. The current patient status was not initially reported to endologix.